Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. During deployment of second triclip, chordae of posterior leaflet was ruptured. The procedure was terminated with removal of triclip. The tr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.